Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during replacement of the purge housing, no purge fluid exited from the tip of the root and an ¿air in purge¿ alarm was triggered, rendering the device unusable.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: priming problem: the cause of the air in purge issue was not determined without returned product investigation and sufficient clinical details, including data log.